Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds) was received for evaluation. A 0.018¿ guidewire of unknown make and model was locked up within the entrust sds. The everflex entrust sds was received without the red safety locking tab and tube. The locking tab cavity of the handle was examined: the silver outer sheath was visible within the cavity: this confirms that the outer sheath was retracted to release the stent. The distal end of the outer sheath was examined: a small kink approximately 155mm proximal of the outer sheath distal end was noted. Back lighting was used to confirm that the stent was deployed and locate the distal end of the outer sheath. The thumb wheel was tested and found to freely rotate indicating the possibility of the pull cable breaking. An area of buckling/accordion folding was noted in the gold isolation sheath where it meets with the blue strain relief. Upon opening the handle of entrust sds, it was noted that the distal pull cable was still intact with the proximal end of the outer sheath; the inner guidewire lumen had buckled and twisted; and the pull cable had broken between the thumb wheel and the handle¿s pulley. The buckled and twisted guidewire lumen indicates that the guidewire lumen was not fully supported by a 0.035¿ guidewire. The location of the proximal end of the silver outer sheath indicates that deployment difficulties happened before the outer could be fully pulled back to the stent fully deployed position. The location of the pull cable break between the pulley and the thumb wheel indicates that the pull cable was properly routed within the handle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex entrust stent delivery system was being used to treat the right sfa. The lesion was fibrous. Device was prepped as per IFU without issue. The lesion was pre-dilated. The device passed through a previously deployed stent without any resistance encountered. The stent was deployed in the artery and it was reported that the last 5cm had to deployed by pulling the catheter as the deployment wheel/thumb was blocked. The catheter was removed with the delivery system on the guidewire. No additional treatment was needed. According to the physician, it felt as if there was not enough ¿string¿ inside the deployment mechanism. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.